Event description:
It was reported that during a laparoscopic colectomy procedure, the device was difficult to open once it had been fired. A new device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.